Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a device change out procedure, an insulation abrasion was seen on the atrial lead. It was noted that the atrial lead had a history of noise. The lead was explanted and replaced. The patient was in stable condition post procedure.